Event description:
It was reported that prior to an animate lab, the device was closed and they were unable to open it. Another device was used in the lab.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.